Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. A root cause for the high purge pressure could not be determined through this evaluation as no product or data logs were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported high purge pressure and a purge cassette leak during support. There was no adverse impact to the patient and support continued with this pump. No additional information provided.